Event description:
It was reported by service report that the stretcher has a broken weld on the litter at the pt foot right siderail latch spindle. The siderail won't latch in the up position. It is unk if there was pt involvement or if there are adverse consequences to report.